Manufacturer narrative:
An event regarding trunionosis involving an accolade stem was reported. An event for disassociation was confirmed based on the analysis of the returned device. Method and results: device evaluation and results: visual inspection was performed as part of the material analysis report (mar). The report noted: all surfaces of the neck exhibited damage, likely from interacting with the v40 head. A material analysis report concluded: damage was observed on the accolade trunnion and v40 head taper. This damage was consistent with the head taper and accolade stem trunnion losing their taper lock. No root cause of the lose of taper lock could be determined. No material or manufacturing defects were observed on the surfaces examined. Medical records received and evaluation: no information was received for review with a clinical consultant. Device history review: all devices in the reported lot were manufactured and accepted into final stock with no relevant reported discrepancies. Complaint history review: there have been no other similar events for the reported lot. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as operative reports, x-rays, patient history and follow-up notes are needed to investigate this event further. If additional information becomes available this investigation will be reopened.

Event description:
Revision left hip. Trunnionosis on a tmzf. Revised stem and replaced liner. End result was restoration modular with mdm and 28mm ceramic head.

Manufacturer narrative:
A supplemental report will be submitted, upon completion of the investigation.

Event description:
Revision left hip. Trunnionosis on a tmzf. Revised stem and replaced liner. End result was restoration modular with mdm and 28mm ceramic head.